Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned module was evaluated. Visual inspection upon receiving revealed no external damage or defects. The module passed functional testing. X-ray inspection was performed and no damages or defects were observed. Customer complaint was not duplicated. The module is fully functional.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported the cable has an intermittent operation; any slight movement of the cable causes a disconnect. No patient impact or consequences were reported.